Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20331. Further follow up identified the patient underwent surgical intervention on (B)(6) 2015. Intraoperative diagnostics revealed normal impedances when the scs lead was disconnected from the extension and tested directly. Consequently, the physician explanted the extension and connected the lead to the ipg. Postoperatively, system diagnostics showed normal impedances and effective stimulation was restored. The scs extension is added as device 2.

Event description:
It was reported the patient experienced loss of therapy. System diagnostics revealed invalid impedances on the scs lead. A sjm representative tried troubleshooting to no avail. The patient is to follow up with a sjm representative as a next course of action. The implant date of the device is unknown.